Manufacturer narrative:
Duragen plus - adhesion (dp1033i) was not returned for evaluation, thus complaint investigation (failure analysis) and determination of root cause is not possible since the complaint could not be verified/confirmed. Also, no photos of lot labels were provided to evidence expiration dates in the outer and inner packages; therefore, the complaint is considered unconfirmed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the expiration date on the outer packaging of duragen plus (dp1033i) does not match the inner packaging. The surgeon used the unexpired product two days prior and after using, they came to know that the internal pack has a 2019 expiry date. No patient injury or surgical delay has been reported.